Manufacturer narrative:
For use by user facility/importer(devices only). (B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.

Event description:
It was reported that the patient underwent a left l5-s1 paramedian micro laminotomy, facetectomy, foraminotomy, and discectomy. After surgery, the patient reportedly complained to the surgeon of pain and distress in the surgical area. Three months post-op the patient had a CT scan and MRI of the lumbar spine and a couple weeks later the surgeon reviewed the CT scan and MRI with the patient and revealed that a metallic object at approximately l5-s1. The patient reports to be experiencing pain in the upper and lower extremities.